Event description:
New information received states that the lead was capped and replaced. The patient condition was fine.

Event description:
It was reported the patient presented in clinic with increased pacing and high voltage lead impedances, and increased capture threshold. Patient monitoring will continue with routine follow-up.